Manufacturer narrative:
H3: the device is not available to the manufacturer.

Event description:
It was reported during preparation of the balloon (subject device), the physician found contrast media on her gloves. The balloon was continued for use with the procedure; however, contrast media was found leaking during the procedure. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During functional inspection, the balloon catheter was flushed, a demonstration 0.014¿ guidewire was advanced without issue. The balloon was inflated and deflated without difficulties and no leaks were noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis of the returned device. The device was within specification when received for complaint investigation and no issues were found during the analysis of the returned device. As the balloon was able to be successfully inflated during analysis, an assignable cause of not confirmed will be assigned to the as reported 'balloon leaked during use'. The issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during preparation of the balloon (subject device), the physician found contrast media on her gloves. The balloon was continued for use with the procedure; however, contrast media was found leaking during the procedure. No further information is available.